Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-mar-2016, an fse visited the customer to address the reported event. During servicing, fse discovered that the waste liquid pump tubing was crimped at the pump attachment. They trimmed and reattached the line and verified proper operation. The customer ran quality control (qc) and calibration with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was crimped liquid pump tubing.

Event description:
On (B)(6) 2016, a customer reported error 2236 (bf probe 2 suction failure) and error 2237 (bf probe 3 suction failure) with their a1a-2000 analyzer. The customer denied seeing any obstructions in the well. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.